Event description:
Rptr stated that caller from facility reported that unit was overdelivering solution from the source container on station 3 to the final container. The unit was programmed to deliver 800 ml from the station and the volume delivered display read 840 ml (5% error) on one bag and 860 ml (7.5% error) on the second. The error limit in the MFR's specifications is +/-5%. The caller was advised not to use the unit which was sent to the MFR for evaluation. No pt involvement.